Event description:
It was reported that since (B)(6) 2011 the patient obtained elevated blood glucose levels ranging in the "300's mg/dl" in the afternoon. The patient experienced the symptoms of frequent urination and scratchy eyes. The patient's target blood glucose level is 120 mg/dl; his readings during the rest of the day range from 90 mg/dl to 150 mg/dl. The patient was able to correct his blood glucose levels using boluses from the pump. He did not seek any medical attention. Troubleshooting revealed the patient's technique was correct, there were no issues with the insulin cartridge, infusion site, infusion set, no air bubbles in the tubing, the total basal/bolus doses correctly matched those programmed, the date/time was correct and the basal setting was correct. It was also reported this was a replacement pump, and the patient was unable to state whether the pump settings were set correctly. The patient suffered symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.